Manufacturer narrative:
(B)(4). This complaint for check line and bags alarm was not confirmed due to unavailable sample; therefore, the root cause was undetermined. The lot number is unknown; therefore a batch review cannot be performed. Similar reports have been received by baxter for the reported problem. The root cause investigation is in progress through renq-CAPA-(B)(4).

Manufacturer narrative:
(B)(4). The lot number and sample availability are unknown at this time. Baxter is attempting to obtain additional information. A follow-up report will be filed upon completion of baxter's investigation, or if any additional information is received.

Manufacturer narrative:
(B)(4).

Event description:
A customer contacted baxter's technical service center regarding a check lines & bags alarm that appeared on the homechoice (hc) display. The technical service representative (tsr) explained the alarm. The home patient (hp) changed the cassette but nothing else. The tsr explained that the hp has to change everything. The hp would start over with new supplies. No patient injury or medical intervention was indicated at the time of the initial report.